Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to treat a bunion. Allegedly during insertion of the screw over the k-wire, the surgeon felt a breaking/tearing sensation. The screw was removed and the surgeon found that the distal tip of the screw broke off. The screw fragment could not be removed. Another screw was inserted at a different orientation than the original screw to complete the surgery. No additional patient complications were reported.

Manufacturer narrative:
The product was returned. Visual examination of the returned part confirms the screw is broken. X-rays were also provided for review; however, the broken screw tip alleged to be remaining in the patient could not be confirmed in the x-rays. The broken piece of screw was not returned for product analysis.